Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. Evaluation also revealed the display screen was dim, discolored with fading text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4)2014 with the following findings: the keypad cover was found to be torn over the up arrow button. All of the keypad buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. Evaluation also revealed the display screen was dim, discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.